Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable thyroid results from a cobas 8000 e 801 module compared a wako accuraseed and an architect. Data that is a reportable malfunction for elecsys tsh assay, elecsys ft3 iii, elecsys ft4 iii assay for 1 patient was provided. This medwatch will cover tsh. For information ft4 iii and ft3 iii refer to the medwatch with patient identifiers (B)(6) respectively. There was no allegation of an adverse event. The serial number for the cobas e801 used by the customer is (B)(4). The serial number for the cobas e801 used at the investigation site is (B)(4). The tsh reagent lot used on this instrument is 365417 with an expiration date of feb-2020. The ft4 iii reagent lot used on this instrument is 380330 with an expiration date of dec-2019. The ft3 iii reagent lot used on this instrument is 348359 with an expiration date of oct-2019. Based on the data provided a general reagent issue can be excluded. The investigation concluded that all the thyroid parameter results were in concordance in relation to the normal reference ranges of the respective methods. The observed mathematically discrepant thyroid values between the various platforms are most likely due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.